Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's keypad occasionally was sticking when pressing the buttons. The reported issue started a few weeks ago. No trauma or water exposure. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. The reporter refused to return the pump to animas at this time since the pump is out of warranty.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.